Event description:
The lead was inactivated. It is unknown of the lead was capped or programmed deactivation. Further information was requested by not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low impedance and loss of capture were observed on the right ventricular lead. Further information was requested and not yet received. The patient was in stable condition.